Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient had gone into atrial fibrillation. The patient required external defibrillation which was unsuccessful in converting the patient. It was elected to abandon the procedure until the patient returned to sinus. The lp was ultimately successfully implanted. The patient was stable.